Manufacturer narrative:
Additional information : the lot was manufactured between august 09, 2018 - august 10, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the port. The issue was identified while in use on a patient bedside. As a result, the tpn infusion was discontinued. There was no report of patient injury or medical intervention associated with this event. No additional information is available.